Manufacturer narrative:
A medtronic representative, following up with the site, tested the system and replaced the fuses to resolve the issue. No parts have been received by manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4) fei: 3004785967.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was not receiving any power from the wall and was not charging. The medtronic representative reported this issue occurred before bringing the imaging system into the operating room (or). The surgeon opted to complete the procedure without the use of the imaging and navigation systems and continued with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.